Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the implantable neurostimulator (ins) required replacement less than two years after initial implant and was only used 66% of the time. The replacement was performed per standard methods and there were no other issues. The device was returned to the manufacturer via ups on (B)(6) 2015. The event occurred during normal use. The patient status at the time of this report was "alive-no injury".

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no significant anomaly.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.